Manufacturer narrative:
Literature citation: murata, nobuhiro et. Al. ¿serial observations of in-stent restenosis treated with drug-coated balloon angioplasty by optical coherence tomography and coronary angioscopy a case series¿, international heart journal (2017); 58: 134-139. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2017-04343 and 2134265-2017-04322. It was reported via literature that in-stent restenosis (isr) occurred. A patient underwent implantation of a 3.0x24mm promus element drug eluting stent in the proximal right coronary artery (rca). One year follow up coronary angiography demonstrated critical isr in the proximal rca. The target lesion was dilated with a non-bsc scoring balloon at 14 atm) and a 3.5x26mm non-bsc drug coated balloon at 7 atm. Seven month follow up coronary angiography demonstrated no isr after dcb treatment. Optical coherence tomography (oct) imaging before percutaneous coronary intervention (pci) revealed heterogeneous neointimal restenosis with minimum lumen area (mla) of 0.76mm. Oct imaging after dcb treatment demonstrated disruption after plain old balloon angioplasty (poba) and high intensity spotty coverage, and mla was enlarged to 5.14mm. Coronary angioscopy imaging after dcb demonstrated grade 3 neointimal coverage and a spotty bright lesion. Oct imaging at follow-up revealed homogenous neointimal and late lumen enlargement and coronary angioscopy imaging demonstrate grade 3 neointimal coverage and disappearance of the spotty bright lesion.